Manufacturer narrative:
Blank fields on this form indicate the information is unknown, unchanged, or unavailable. It was reported, during stone extraction by cystoscopy, a ncircle tipless stone extractor was advanced through the cystoscope to the target position and opened. It was discovered the basket would not close. The operator immediately withdrew the device and attempted to close the device multiple times, but was unsuccessful. The procedure was completed using a new device. Investigation ¿ evaluation a visual inspection and functional testing of the returned device was conducted. A document based investigation was also performed including a review of complaint history, device history record, the instructions for use, manufacturing instructions, and quality control data. One device was returned for investigation. Inspection of the returned device found that the device was returned with the handle in the closed position and the basket formation in the open position. The mlla (male luer lock adapter) was tight, while the collet knob was loose. 1.8 cm of the coil were exposed at the distal end of the catheter. The cannulated handle was no longer in the collet. No damage was noted on the catheter. Functional testing found that the handle did not actuate the basket formation. The handle was disassembled, which showed that the basket formation could be manually actuated. The handle was reset and reassembled. Once reset, the handle could actuate the basket. A review of the device history record found no non-conformances related to the reported failure mode. Because there are no related non-conformances, adequate inspection activities have been established, there is objective evidence that the DHR was fully executed, and no other lot related complaints that have been received from the field, it was concluded that there is no evidence that nonconforming product exists in house or in field. A review of complaint history records shows no other complaints associated with the complaint device lot. The instructions for use (IFU), provides the following information to the user related to the reported failure mode: precaution: enclose the device in the sheath before removing from the tray/holder. Precaution: do not use excessive force to manipulate this device. Damage to the device may occur. A review of relevant manufacturing documents was conducted. It was concluded that the device aspect in question was visually/functionally inspected by quality control and no related gaps in production or processing controls were noted. There is not enough evidence available to make a conclusive determination of the cause of the cannulated handle separating from the collet knob. Per the quality engineering risk assessment, no further action is warranted. Cook will continue to monitor this device via the complaints database for similar complaints.

Event description:
No new patient or event information to report.

Manufacturer narrative:
This report includes information known at this time. A follow up report will be submitted should additional relevant information become available.

Event description:
It was reported, during stone extraction by cystoscopy, a ncircle tipless stone extractor was advanced through the cystoscope to the target position and opened. It was discovered the basket would not close. The operator immediately withdrew the device and attempted to close the device multiple times, but was unsuccessful. The procedure was completed using a new device. No adverse events have been reported as a result of the alleged malfunction.